Event description:
A surgical director reported a suction break one fourth the way through bed creation. The surgeon decided to reapply suction and make another flap. The flap was completed and the excimer treatment completed. Additional information was received which indicated the cause for the suction release is unknown.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).